Event description:
It was reported that a patient with a 29mm 7300tfx mitral valve is under evaluation for a valve-in-valve procedure after an implant duration of 3 years, 9 months due to possible thrombus or degeneration, moderate-severe stenosis, and mild-moderate regurgitation. Per medical records, tee cardioversion ((B)(6) 2024) shows moderate ms, mg 9mmhg and moderate phtn. Echo ((B)(6) 2025) moderate ms and mild-moderate mr, mg 13mmhg, lvef 55%. Patient was placed on apixaban 5mg bid, 81mg aspirin qd for 2-3 months. Cardiologist is not convinced patient symptoms are entirely due to early valve degeneration as she has a long history of deconditioning as well as untreated sleep apnea contributing to decreased functional status, fatigue and shortness of breath with exertion. Plan for repeat tee in 8 weeks to reassess valve for any improvement that may be related to limited thrombus formation on the valve leaflets.

Manufacturer narrative:
H10: additional manufacturer narrative: the subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 29mm 7300tfx mitral valve, underwent a valve-in-valve procedure after an implant duration of 3 years, 9 months due to degeneration, leaflet fusion, severe stenosis, and mild-moderate regurgitation. The patient presented with acute on chronic chf and nyha class iii. The tmvr was successfully performed with a 29mm 9755rsl valve. The patient was transferred to the cvicu in stable condition. Per medical records, tee (11/8/24) shows moderate ms, mg 9mmhg and moderate phtn. Echo (1/10/25) moderate ms and mild-moderate mr, mg 13mmhg, lvef 55%. Patient was placed on apixaban 5mg bid, 81mg aspirin qd for 2-3 months. Cardiologist is not convinced patient symptoms are entirely due to early valve degeneration as she has a long history of deconditioning as well as untreated sleep apnea contributing to decreased functional status, fatigue and shortness of breath with exertion. Pre-op workup concern for possible limited thrombus formation on the valve leaflets (did not received f/u tee). Op-noted stated degenerated mv with leaflet fusion and severe stenosis.

Manufacturer narrative:
H10: additional manufacturer narrative: updated sections: b2, b3, b5, d4 (expiration date), g3, g6, h2, h4, h6 (type of investigation, investigation findings, and investigation conclusions). Svd is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bhv implantation. The common endpoint of all these factors is calcification and degradation. Svd is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve. Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. A DHR review was performed, and no related manufacturing nonconformances were identified. There is no allegation of a malfunction which could be related to a manufacturing non-conformance and/or one was not suspected or confirmed through investigation; no labeling non-conformance/deficiency; no use-related issue with a hazardous situation; no device-related infection; and no evidence of a product failure with regard to design, reliability, or use error. The most likely cause is patient factors, including coronary artery disease and hypercholesterolemia.